Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on (B)(6) 2026. The ventricular assist device (vad) coordinator tried a self test with no improvement and proceeded to replace the ebb. The alarm resolved with the exchange. It was later communicated that the patient experienced another ebb falt on (B)(6) 2026. The system controller was exchanged.